Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Husband assisted by getting customer carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.